Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues with the system. A field service engineer (fse) tested the drawers and pockets in the hardware test application (hta) without any problems. The customer informed that sometimes the system lagged and ran very slowly, which could cause errors and delays when pulling medication. The fse checked the system storage and found there was enough space left, with system memory at 4gb, and the system had all security updates. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had issues with cubie drawer open time. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.